Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blocked alarm event on 18-jun-2024. The glucose level was high (specific value unknown) and the patient was treated with correction bolus via multiple daily injection (mdi). No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the complaint (B)(4) has been evaluated according to malfunction. Occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) the lot # 6003679 in question was produced at reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) version 11 complaint investigations. The reference samples were visually inspected and tested for flow. All test results were within specifications. The following test was performed: visual inspection according to version 12 quality specification for the connector-tube gluing process on the spot curing machines. Version 18 sampler of the extruder and tube winding area (muestrario del area de extruder y enrrollado de tubo). Functional test 1: version 9 quality specification for flow testing of steel.doc products (especificación de calidad para la prueba de flujo de los productos steel.doc) batch review the batch listed in the trackwise complaint parent record was reviewed and confirmed to be accurate. Uno contact detach g29 60/8tcap 10pk intint was manufactured under system application product (sap) code 1726020 and manufacturing lot number 6003679 on 15-oct- 2023. 30,000 final units in the machine 10 were manufactured. The batch record confirms this information. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.